Event description:
During the insertion of a greenfield catheter, it failed to open and was sucked up into the vena cava. It was removed via a femoral cutdown. Manufacturing informed via phone 11/27/07. Pt. Stable.